Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm excessive no delivery. The customer stated that there were some excessive no delivery alarm in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.